Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a target lesion in the right coronary artery (rca), the nc trek dilatation catheter was advanced over the guide wire. No resistance was noted; however, the dilatation catheter shaft separated at the site on the shaft where there appears to be a weld, a location outside the patient anatomy. The physician was able to simply pull the separated segment out of the patient anatomy without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.